Event description:
Customer reported she experienced extremely high blood glucose. Blood glucose value was 490 mg/dl; treated with manual injection and took a half hour walk. During troubleshoot; it was stated the drive support cap is recessed. The tubing had air bubbles. No insulin leak was found. Insulin did exit the tubing with manual prime. Basal rates were not set up correctly. No delivery alarm found in the history. Customer removed the infusion set and the cannula was not bent. Last blood glucose was 322 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.